Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to t-wave oversensing. The device was programmed to the primary sensing vector with smartpass on. The devices capture vectors were all tested and it did not appear there was a better sensing configuration option. The device was switched off and subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to t-wave oversensing. The device was programmed to the primary sensing vector with smartpass on. The devices capture vectors were all tested and it did not appear there was a better sensing configuration option. The device was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the impact codes.